Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that total parenteral nutrition (tpn) was infusing at 21.2ml/hr through pump module and intralipids (il) at 3.54ml/hr through syringe module. The pressure bar on the display screen would rise and then read "occlusion" as it neared the set occlusion limit. The clinician had to raise the selectable pressure alarm to 350 at one point (when the normal standard is 200). It was noted that tissue plasminogen activator (tpa) 1mg in 1ml was given per doctor's order for concern of partial occlusion in the actual central line as the pump continuously read high pressure despite other troubleshooting measures. There was some debris noted when the hub was flushed and initially after tpa infusion, there were no issues with the pump pressure and the alarm limit was able to be decreased to unit standard. However, after the rn changed the infusion lines (disconnecting from the patient and having to open the alaris channel to change the tubing), the pump pressure went back to reading high and triggering the pump module¿s occlusion alarm. The pressure remained elevated after the line was changed. The clinician was unsure if clot was actually present and small amount of debris noted in hub but catheter was always able to be flushed. Only the pump module with the tpn was replaced. The patient has had total of 3 central lines. One of the patient's previous peripherally inserted central catheters (PICC) was a size 1.4 fr single lumen and prior to removing and replacing with a larger size 1.9 fr single lumen, it had been reading high pressures on the pump as well. There was no patient harm.

Event description:
It was reported that total parenteral nutrition (tpn) was infusing at 21.2ml/hr through pump module and intralipids (il) at 3.54ml/hr through syringe module. The pressure bar on the display screen would rise and then read "occlusion" as it neared the set occlusion limit. The clinician had to raise the selectable pressure alarm to 350 at one point (when the normal standard is 200). It was noted that tissue plasminogen activator (tpa) 1mg in 1ml was given per doctor's order for concern of partial occlusion in the actual central line as the pump continuously read high pressure despite other troubleshooting measures. There was some debris noted when the hub was flushed and initially after tpa infusion, there were no issues with the pump pressure and the alarm limit was able to be decreased to unit standard. However, after the rn changed the infusion lines (disconnecting from the patient and having to open the alaris channel to change the tubing), the pump pressure went back to reading high and triggering the pump module¿s occlusion alarm. The pressure remained elevated after the line was changed. The clinician was unsure if clot was actually present and small amount of debris noted in hub but catheter was always able to be flushed. Only the pump module with the tpn was replaced. The patient has had total of 3 central lines. One of the patient's previous peripherally inserted central catheters (PICC) was a size 1.4 fr single lumen and prior to removing and replacing with a larger size 1.9 fr single lumen, it had been reading high pressures on the pump as well. There was no patient harm.

Manufacturer narrative:
Investigation conclusion: the customer report of occlusion alarms was confirmed in the logs; however, testing performed on the returned pump module found no irregularities. The review of the logs identified an infusion of the medication tpn on the reported incident date (B)(6) 2020. During the infusion there were 18 occlusion alarms. The logs also identified user entering the options menu and adjusting the ¿pressure limit setting¿. The log could not identify any a source for the patient side occlusion alarms. Testing performed on the source pump module found the patient side pressure sensor operating in specifications. The incident administration set was not returned and could not be tested. The device was being used for treatment. Device inspection: the source pump module was received with damaged to both male and female iuis. No other irregularities were observed. Root cause analysis: the root cause of the customer¿s complaint that the pressure bar on the display screen would rise and then read "occlusion" as it neared the set occlusion limit could not be identified. Device history review: review of the source pump module s/n (B)(6) service history record showed the device had a manufacture date of 21feb2011. A review of the device service history record was performed beginning from the date of manufacture to the present date 21oct2020 and indicated that this device has been previously returned for service one time for an issue not related to the reported complaint. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.